Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Final analysis found the device was received from the field with battery voltage at elective replacement level and programmed to high settings. Device image indicated that auto-capture was enabled and operated in high output mode at times. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion. No anomalies were found.